Event description:
An end user reported that the pouch makes a vacuum effect and urine does not go down into the pouch.

Manufacturer narrative:
Additional information was received on july 28, 2015. No previous investigations are available. After a thorough batch review no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 06, 2015.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The device was used by the end user, however there was no report of injury to the pt. Add'l info was requested on (B)(4) 2014 regarding the end users address and phone number, however this info was unable to be obtained. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2014. (B)(4).